Event description:
Reporter alleged obtaining the results of 480 mg/dl and 120-129 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he washed his hands in between the tests. No other actions were reported taken or treatment received. No adverse event reported. Reporter keep strips in an ice chest. A request was made for the return of the affected product. Reporter used all of the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.